Manufacturer narrative:
Customer reported that their AED is flashing red and prompting a service error or warning of "battery replace now warning". The maintenance activity was reported as daily, and the battery and pads are not expired. Troubleshooting of the AED with a replacement battery identified that the AED was reporting "error detected", which indicates that the AED's memory is full. Based on the age of this device, being manufactured in 2006, and well beyond its 10-year design life, the customer was requested to remove the device from service. Should additional information become available a follow-up MDR shall be submitted.

Event description:
Customer reported that their AED is flashing red and prompting a warning of "battery replace now warning". The maintenance activity was reported as daily and the battery and pads are not yet expired. They did not report that this event occurred during patient use.

Manufacturer narrative:
Analysis of the log files from the AED identified that the customer was performing excessive self-testing of the AED which reduced the battery life expectancy. As a follow-up with the customer, the proper maintenance of this device was reviewed.